Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician deployed the starclose device to perform an arteriotomy closure. Less than one week after the initial closure, the physician attempted a re-entry into the artery using a 4 fr micropuncture set. The physician knew he was near the starclose device. When the 4 fr dilator was being exchanged for a 6 fr dilator, using a long exchange wire, it caught onto the starclose device and the sheath tore. The physician regained access on the contralateral limb and a snare was used to remove the half of the dilator which remained in the patient's body. The removal was successful and the patient is fine.